Event description:
A report was received that the patient was having a hard time charging due to difficulty locating the ipg with its depth and angle. The patient underwent a revision procedure wherein the ipg was replaced per physician¿s preference and was moved to a new depth of the pocket. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.